Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model a zcb00 monofocal iol (intraocular lens) was observed scratched while in contact with the patient¿s right eye. The lens was partially delivered and then removed. The procedure was successfully completed using a backup lens of the same model and diopter. There was no incision enlargement, vitrectomy or suture required. The patient was reported as doing well when discharged. Product will not be returned. No additional information provided.